Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Additional information was requested, but the facility declined to provide it to csi. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat the patient. The patient expired. Additional information regarding the event was requested, but the facility declined to provide it. The relation of the oad to the patient's death, if any, is unknown.